Event description:
It was reported that a patient complained of discomfort as well as occasional high output rates on their pacemaker. No intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.